Event description:
It was reported that the patient presented to the emergency room feeling dizzy and lightheaded. The left ventricular lead exhibited elevated thresholds. The device was reprogrammed.